Event description:
Per the audiologist, the patient reported gradually decreasing sound quality when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple open circuit electrodes. No trauma was reported. Reportedly, the electrode lead wire may be placed close to the prominent rim of the mastoidectomy. Changes in impedance values and intermittency were observed when the area over the electrode lead exit was rubbed. Explant/reimplant plans had not been reported at the time of this report, twenty four days later.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2008. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed (B)(4) 2012.